Manufacturer narrative:
Citation: al emam, a. Md. Et al. Valve in valve in valve trans-catheter aortic valve replacement followed by lvad deactivation in the setting of recovered systolic function. Current cardiology reviews (2019) doi: 10.2174/1573403x15666190509082833 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a left ventricular assist device (lvad) and a previously implanted bioprosthetic aortic valve. A valve-in-valve with an evolutr was implanted due to stenosis and regurgitation. After the evolutr implant significant aortic regurgitation occurred due to high placement above the bioprosthetic annulus. Subsequently a second evolutr was successfully implanted in a lower position. The lvad was able to be removed the following day. No additional adverse patient effects were reported.